Manufacturer narrative:
Results: prior to decontamination, blood was observed on the penumbra system ace 64 reperfusion catheter (ace 64). The strain relief was offset. The strain relief was unwound by a penumbra investigator, and no further damage was observed under the strain relief. The ace 64 was kinked approximately 106.0 and 131.0 cm from the hub. Conclusions: evaluation of the returned device revealed blood was present on the catheter shaft, indicating it may have been used in the procedure. Further evaluation revealed the strain relief was offset, but there was no further damage under the strain relief. The ace 64 was flushed and no leakages were observed. Therefore, the observed strain relief offset does not affect the functionality of the ace 64, and the catheter shaft was undamaged. Further evaluation revealed the ace 64 was kinked. The kink located approximately 106.0 cm from the hub likely occurred due to return packaging conditions. The kink located 131.0 cm from the hub may have occurred due to improper handling of the ace 64 during preparation for the procedure. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was cracked at the hub upon removal from the packaging. The cracked ace 64 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64.